Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, seizure and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is an off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, the patient was taken to the emergency room due to severe hypoglycemia. The cgm reading was 67 mg/dl, and the blood glucose (bg) reading was 22 mg/dl. The patient experienced extreme lightheadedness, shakiness, convulsions (seizures), and loss of consciousness (loc). He was unaware and hit his head against the wall. His wife took him to the ER. At the hospital, the patient was treated with high fructose gel packets, administered orally by the doctor. After the treatment, the patient recovered. He was discharged after 2 hours and was doing fine. At the time of the report, the patient was feeling better. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.